Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted despite multiple restarts, and a replacement device was arranged while blood glucose use remained unaffected. Symptoms included no adverse clinical effects. Outcomes included product replacement and user education on shutting down the device, syncing data to the mobile app, and returning the original unit with a provided label. Investigation included remote troubleshooting, verification of shipping and return logistics, and instructions for continued cgm use with dexcom. Investigation of this case revealed a consecutive stalled motor consistent with a pump motor malfunction impacting delivery mechanics. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.